Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had non-sustained right ventricular oversensing noted. Upon review, the implantable cardioverter defibrillator was losing capture in the right ventricle (rv) but still capturing in the left ventricle (lv). As a result, the rv and lv were being detected as two separate ventricular events. Programming changes were made. The patient was asymptomatic.